Event description:
Reporter alleged obtaining a discrepant blood glucose result of 24 mg/dl back to back with a result of 141 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated there were no strips left and so, no product will be returned for evaluation.